Event description:
The pt experienced a fall or some other form of trauma. Since that time, he had a loss of therapeutic effect; the tremor in his left arm was returning and his speech was getting worse. The pt also experienced shocking/jolting sensation. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.